Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The external neurostimulator (ens) in the box error message was displayed on the patient programmer (pp). The patient was still able to use the pp to turn stimulation on and off but could not bypass the error message. The next day the cause of the event was believed to be caused by the patient depressing buttons too quickly using the antenna locate (al) feature. The device was reset successfully and the issue was resolved. The patient was able to use the pp effectively. No specific therapy complaints, but the patient said he wouldn¿t mind trying to tweak the device to optimize therapy a little further at a later date when he had more time. If additional information is received, a follow up report will be sent.